Event description:
The customer reported via phone call that they had several no delivery alarms. Customer stated they have changed out their supplies, but the alarm persisted. The customer declined to troubleshoot because they did not have a no delivery alarm at the time of the call. Customer's blood glucose was 274 mg/dl. Customer sated they were able to resolve the alarm with a complete set change in the past. Customer declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.